Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately.

Event description:
The reporter contacted animas on (B)(6) 2013 and stated the up arrow keypad button was difficult to press. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.